Event description:
The procedure was coil embolisation assisted with y-shaped vrd of basilar-tip artery aneurysm. No information about the vessel's characteristics. The 1st vrd ((B)(6)/ lot unknown) was successfully placed in left posterior communicating artery. Then a 2nd vrd ((B)(6)/10113639, complaint product) was navigated into right posterior communicating artery through 1st vrd strut and deployed with the distal end in the right posterior communicating artery and the proximal portion overlapping the first stent in the basilar artery. Then coil embolisation was conducted. The orbit ((B)(6), lot unknown, complaint product) was tried to placed in the target lesion as a 1st coil, the aneurysm was ruptured. It was unknown why the aneurysm was ruptured. Unspecified ed coils/kaneka (total 9) were placed in the ruptured aneurysm, but bleeding did not stop. Then, n-butyl 2- cyanoacrylate (nbca) embolization was performed and bleeding stopped. After that, thrombus was noted in the 2nd vrd. Protamine administration was conducted and percutaneous transluminal angioplasty(pta) for the 2nd vrd was performed to improve worsened blood flow. The patient has been followed up but no additional information is available for now. There was no patient information provided. Dob , weight, gender and the patient's medical history were all unknown. The aneurysm information is also unavailable. No information regarding act, inr, pt, and ptt. There was no information regarding the antiplatelet therapy.

Manufacturer narrative:
(B)(6).the product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.